Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. The pump was returned to the biomedical engineering department with an unsigned note that stated, " broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)